Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was returned in good condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. The analysis results found that the device (b) was returned in good condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. A potential cause of these failures are attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported events. However, an investigation has been initiated to address the potential root cause of the insufflations issues. In addition, the lens of the obturators were noted to be cracked. The exposure to (B)(4) which is part of the complaint device return process may lead to crack/scratch lens. This finding is not related to the incidents reported. The batch records were reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, air leaked when they took the forceps in and out. The abdominal air pressure was 6 to 7. Although the pressure was up to 9 to 10, the event continued. The device was used as- is to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.